Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that on (B)(6) 2016: acute l subdural hemorrhage w/ mass effect and 3 mm midline shift. Symptoms of neuro event (clinical) - irritability, non-focal exam, clinical seizure noted overnight, again on (B)(6) in the am, supporting testing: hgb down trending 6.8 head CT (B)(6): there is acute subdural hemorrhage over the frontal, parietal and temporal convexity, thicker in its more posterior aspect along the parietal convexity, measuring up to 18 mm in maximal thickness. Subdural blood is also seen extending along the falx and left tentorium. There are areas of lower density within the hematoma, more so in the posterior portion, suggesting hyperacute hemorrhage. There is local mass effect with sulcal effacement and effacement of the occipital horn of the left lateral ventricle. There is 3 mm left to right midline shift. No hydrocephalus or findings to suggest entrapment of the ventricles at this time. Inr: (B)(6): 2.2, (B)(6): 2.97, (B)(6): 4.87, 4.2, (B)(6)2.81 bp: (B)(6): map 64-74, (B)(6): map 64-72, (B)(6): 64-72, (B)(6) antiplatelet regimen: asa 81 mg daily treatment already given: held coumadin on (B)(6) for elevated inr, holding anticoagulation, ffp, platelets and prbcs given x1each treatment plan: continue to hold anticoagulation/antiplatelet therapy x 5 days and reassess (~(B)(6)), neuro monitoring, loaded w/ keppra (B)(6), repeat CT and keppra load on (B)(6).